Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). This event is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. One clip was implanted and the mr was reduced to grade 2+. The mean pressure gradient (mpg) post procedure was 10 mmhg. Follow up echocardiogram on (B)(6) 2018 noted the mpg was 15 mmhg, on (B)(6) 2018 it was 14 mmhg and on (B)(6) 2019 it was 8.9 mmhg. Additionally, on (B)(6) 2019, recurrent mr of grade 4+ was noted. Per study physician, the recurrent mr is not related to the implanted clip. Additional information was requested.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported worsening mitral regurgitation (mr) appears to be related to patient morphology/pathology (disease progression). The definitive cause for the reported mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.